Manufacturer narrative:
The issue was reported to have occurred twice; see manufacturer report number 9610711-2021-00069 regarding the second occurrence. Without the benefit of examination and testing, coloplast is precluded from commenting on the condition of the device or the cause of the occurrence. Should additional information prompt us to alter or supplement any information or conclusions contained in the original MDR or in any prior supplemental reports, a follow-up report will be submitted.

Event description:
According to the available information, the catheter balloon did not deflate properly despite being emptied of saline.